Manufacturer narrative:
(B)(4). The lss was reset, the device was re-programmed and the patient will continue to be monitored. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered due to pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. Noise was also noted on the rv channel which could not be reproduced during isometrics and pocket manipulation. No adverse patient effects were reported.